Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out during manual priming process. The customer¿s blood glucose level was 108 mg/dl. Troubleshooting was done for the open book image. The customer reported that the drive support cap was sticking out. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer reported that the insulin pump started to malfunction to refill reservoir, motor would not stop and insulin was squirting out. Customer was advised to refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, weak battery , battery out limit and failed battery test alarms noted during testing. Unit alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime or fill anomaly due to motor error alarm.